Event description:
It was reported by the affiliate that during a sigmoidectomy procedure, the tissue pad was detached off. The doctor found tissue pad had fallen on the floor. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Event description:
It was reported that the pt had gained weight and since that time has had to "lift" the pump up in order to void. The pump was replaced. The pump was used to deliver bupivicaine and sufentanil. The pt outcome was reported as "no injury". Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.